Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2025. The patient had a computed tomography (CT) check on (B)(6) 2025, and the valve was at the proper position. On (B)(6) 2025, the patient was found with underdrainage and the ventricle was enlarged. Therefore, the valve was removed and replaced. The patient is stable.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 7302945 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at 60 mmh2o. The valve was visually inspected; no defaults were observed. The valve was hydrated. The failed the test for programming: the cam mechanism wiggled. The valve passed the test for occlusion, leak, reflux and siphon guard. The pressure test could not be performed because the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification; biological debris were found on the seat of the ruby ball and motor. Root cause analysis - the root cause for the issue reported by the customer, is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.